Event description:
The spinal cord stimulation stopped working, coinciding with a fall, approximately 1 year after implant. The patient then went without neurostimulation for 2 years, relying upon medical management of her pain. Just prior to going into the operating room, impedance measurements were greater than 4000 ohms. The battery voltage was 2.52 volts. The patient again had no stimulation during testing. When the lead was removed it 'looked severed inside the insulation'. A new lead and neurostimulator were implanted, leaving the extension intact. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.